Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. The procedure was completed successfully, and the closure steps were underway when the patient's eyes rolled back, resulting in the cessation of pulse and heart function. Despite cardiopulmonary resuscitation (CPR) and an attempted pericardiocentesis, the patient died.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. The procedure was completed successfully, and the closure steps were underway when the patient's eyes rolled back, resulting in the cessation of pulse and heart function. Despite cardiopulmonary resuscitation (CPR) and an attempted pericardiocentesis, the patient died. It was further reported that the patient's death was not a result of a device malfunction or related to the time of its use.